Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to allow one minute for the alcohol to dry. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. The customer reported via phone call that they had low and high blood glucose but not hospitalized. Customer stated his blood glucose varies from 45 to 500 mg/dl. Customer declined high and low blood glucose troubleshooting.

Manufacturer narrative:
The pump was received with high idle currents due to a faulty component on the mother board. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No failed battery tests noted. The pump was properly connected to the glucose sensor simulator. No sensor errors were noted. The pump was received with a corroded battery tube, a cracked case at the display window corners and minor scratches on the lcd window.